Event description:
It was reported that the customer was hospitalized in 2004 due to low blood sugars. Customer stated she was driving and she blacked out when her blood sugars suddenly went low. The doctor was uncertain as to what caused the hypoglycemia.